Manufacturer narrative:
The device was returned for evaluation. Our evaluation wasn't able to duplicate the customer's problem. However, we believe that the problem is consistent with catheter kinking. A kinked catheter, and perhaps precipitates from incompatible drug bolus, thrombus or sheath formation at or around the tip may allow a bolus flush but interfere with the pump flow.

Event description:
On 10/28/96 an incident occurred involving a port. Approx. 3 weeks post-placement it was noted the catheter had disconnected from the port and migrated to the pulmonary artery. Retrieval of the catheter utilizing a snare was uneventful. Another port was not placed and the pt's condition is good. Co's preliminary investigation suggests inappropriate catheter connection during placement may have contributed to the event. The device is currently being evaluated. Upon completion of the engineering eval a supplemental report will be forwarded under 1221409-1996-00001. The directions for use for this product state: "improper assembly may result in catheter damage, leakage or possible disconnection. When properly assembled, the port's locking collar should be fully engaged into the outlet tube groove and catheter should be visible through the locking collar slots." No pt info was available due to pt confidentiality.